Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete, and was advised to return damaged pump within 10 days using provided shipping materials, while technical support arranged shipment of in-warranty replacement pump.